Event description:
Caller reported the menu button on the pump has to be pushed several times before the button reacts. No adverse event reported. Product was replaced and requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).